Event description:
The device was inspected prior to use in order to ensure no damage had occurred. A cook representative was present for the case. The patient received standard procedural heparin anticoagulation; no additional anticoagulants or other relevant medications were administered beyond routine protocol. No part of the procedure was performed off-label or outside of the patient selection criteria. The graft was not altered in any way prior to implanting. The instructions for use (IFU) for the device were followed. The device functioned as expected while following the IFU. There was no difficulty experienced during deployment. The graft was able to be deployed in the target zone. The patient's anatomy was described as mildly tortuous. No stent detachment, breakage of z-stents, inadequate barb engagement with vessel wall was observed, no material fracture of the graft was observed. Ballooning was performed at all junction points with a cook coda balloon inflated to 30 cc at all junction points. An inflation device was not used. The discovery of the "nonconformance" (assumed to be an endoleak) was discovered in the final run during the completion phase of the evar. The endoleak was not identified at a graft overlap. No graft obstruction or high blood pressure was observed within the graft during the procedure. The iliac arteries were the anatomical areas of involvement, at all junction points. It has been asked but it is unknown if patient anatomy had an impact. There were no deviations/difficulties experienced during the procedure. To correct the endoleak, all junctions were re-ballooned. It is unknown if any additional procedures will be required due to the reported endoleak. The physician thinks a suture leak caused the endoleak. Grafts implanted: g60344, zbis-12-45-41-us lot a1203121 g60344, zbis-12-45-41-us lot a1196283 g55237, zsle-16-56-zt lot 16904378. Other device used during the procedure: cook medical coda balloon.

Manufacturer narrative:
Awaiting imaging for review.